Event description:
Taxus express2 clinical study. Same case as 2134265-2008-05001. It was reported that 294 days after a coronary artery stenting procedure, the pt experienced restenosis and required repeat angiography. The lesion being treated was a 2.50 mm, 90% stenosed, 30.0 mm long portion of the distal left anterior descending (dist lad). The physician treated the lesion with pre-dilation with a 2.25 x 15 mm balloon at maximum 10 atm. The physician then successfully placed two taxus express2 study stents (2.50 x 20 mm and 3.0 x 12 mm) in the target lesion in an overlapping fashion. These stents were post-dilated by 2.50 x 15 mm balloon at maximum 22 atm. Post-ivus was performed. These stents were positioned and well expanded (post -% of stenosis: 0%/ timi flow: 3 / gap: no). The procedure was completed without any problems. The pt discharged from the hosp the next day. At 294 days after the index procedure, f/u coronary angiography was performed. Restenosis in the dist lad was confirmed. Balloon angioplasty was performed. The pt was discharged the next day. In the opinion of the physician, the relationship of the restenosis to the taxus stent is possible.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.